Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had some fluid invasion with no leakage observed. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the channel tube the water tightness was lost, the objective lens had discoloration, the light guide lens had discoloration, the adhesive around the light guide lens was peeled, the distal end had a scratch, the connecting tube had a dent, the protector of the universal cord on the scope connector side had a scratch, the connecting tube had discoloration, the connecting tube had a wrinkle, due to dirt on the objective lens there was a lack of image on the monitor, due to a scratch on the objective lens a flare occurs, due to damage switch 3 did not work, due to corrosion, switch 2 did not work, due to corrosion, switch 4 did not work, the connecting tube had a scratch, due to damage on the charged coupled device unit a noise image occurs, the lock engagement lever had a scratch, the paint on the suction cylinder was peeled, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the control unit was dirty due to water leakage, the scope connector was dirty due to water leakage, the paint on the air/water cylinder was peeled, the electrical connector was dirty due to water leakage, the universal cord had a wrinkle, the universal cord was sticky, the scope connector had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the lock engagement knob had a scratch, the control unit had a scratch, due to corrosion on the electrical connector a noise image occurs, the suction cover had a scratch, the suction cover plate had peeling, and the grip had a scratch. The device was cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air and water, and immersed in a detergent solution, flushed the nozzle with a detergent solution, and wiped /brushed the air/water nozzle with a lint free cloth, brush or sponge with no delays or abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.